Event description:
The patient stated that, while removing the insulin cartridge from his infusion device, the plunger remained attached to the piston rod in the cartridge chamber. He stated a small amount of insulin spilled into the cartridge compartment which he dried with a tissue. During troubleshooting with a company representative, the plunger was detached from the piston rod. He was advised to turn the infusion device upside down and let it dry out for 24 hours and to switch to this backup device. The patient declined to do so. The patient was advised to closely monitor his primary device for moisture. The proper procedure for attaching the adapter and tubing to the cartridge prior to insertion was reviewed with the patient. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.